Event description:
It was reported to philips that the wireless footswitch battery indication was not working when charging. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing a diagnostic procedure, and the procedure was completed using a wired footswitch. The philips field service engineer (fse) inspected the system on-site and confirmed the wireless foot switch battery problem. Upon troubleshooting, the fse found that the battery was unable to charge. There was no problem with the charger because when the customer tried using another charger, the same problem occurred. While using the wireless footswitch, the battery ran out; however, since the battery indicator did not function, they did not notice. To resolve the issue, the fse replaced the wireless footswitch. The defective wireless footswitch was returned to philips for failure analysis and was found to have an electrical defect. Additionally, other failures were found: the exposure logo was damaged, anti-slip material is missing, the charge plug's protection cap is missing, and the green led in the battery indicator does not work. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to always have the wired footswitch connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.